Manufacturer narrative:
Complaint sample was evaluated and the reported event was not confirmed. A visual inspection of the returned tap shows good overall condition as the threads remain intact and the body of the tap shows minimal signs of use. Four possible lots were identified. Device history record (DHR) was reviewed for each lot and no discrepancies were found. Dimensional analysis was performed with a micrometer to measure the major diameter of the thread of the returned bone taps and compared to the print. The bone tap is within specification. There are no indications of manufacturing defects. The patient demographics provided state the patient is a (B)(6) male. If the tap was used in soft bone, since it does have a slightly larger diameter, it could have removed more bone than he anticipated, which would have prevented the screw from biting into the bone and the hex would not break off. It is possible that if the patient had soft bone density, using the dense bone tap could cause larger diameter holes and prevent proper screw purchase. However, the complaint cannot be verified as the patient's bone density is unknown; the most likely underlying cause of this complaint cannot be determined as the tap meets specification. The instructions for use (IFU) for this product has the following information in the section titled warnings and precautions: the lactosorb self-drilling dense bone taps have been designed for skeletally mature patients and are not recommended for skeletally immature patients (i.e. Soft bone); use in skeletally immature patients may result in poor screw fixation. The afmea also states that if the dense bone tap is used on soft bone it can cause the threads to be too big inside of the hole and the screw can pull out intra-operatively. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends. Lot number: 536940, 712950, 474390, and 866670. Multiple MDR reports were filed for this event, please see associated reports: 0001032347-2018-00359-1.

Event description:
This follow-up report is being submitted to relay additional information.

Manufacturer narrative:
(B)(4). Medical product: biomet microfixation catalog #: 915-2315 lot #: 481170, biomet microfixation battery powered power driver catalog #: 50-1000, biomet microfixation 1.5mm system power driver battery catalog #: 50-1010 lot #: 723700. Therapy date: (B)(6) 2018. Report source: foreign country - (B)(4). Customer has indicated that the product is in process of being returned to zimmer biomet for investigation. Once the investigation has been completed, a follow-up MDR will be submitted. Multiple MDR reports were filed for this event, please see associated report: 0001032347-2018-00359.

Event description:
It was reported the surgeon used the dense bone tap, inserted six screws, and then finished using the heat pen. However, all six screws have come off the bone. The customer believes the incident was caused by the bone tap. There was a twenty minute delay. The patient did not retain a foreign body and the surgery was completed using another device. No additional patient consequences were reported.